Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a couple of non-reportable phenomena such as an immobile turret and a worn-out output connector were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the panel flashing at startup could not be identified. However, it¿s likely the cause is related to an abnormal turret. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, there have been several times recently that the panel flashed when the visera xenon light source started up. Since it was fixed by restarting, there was no problem with the procedure, and it was completed with the same device. There were no reports of patient harm or impact associated with the event. Two (2) reports were submitted capture the reported description of several times by the reporter. This report is 1 of 2 to patient ID: (B)(6) related patient ID: (B)(6)

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer resolved the issue by restarting the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.